Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result compared to what they felt. As a result, customer received insulin injection, had hypoglycemia and was taken to ¿emergency¿ by their wife. Customer was treated with 1l of 5% glucose and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. UDI and serial number have been updated based on customer response regarding the sensor involved in reported complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result compared to what they felt. As a result, customer received insulin injection, had hypoglycemia and was taken to ¿emergency¿ by their wife. Customer was treated with 1l of 5% glucose and no further treatment was required. There was no report of death or permanent impairment associated with this event.